Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer, the volume of saline left in the saline bag: 500 ml aprox 100 ml a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable lot history search indicated there were no other reported occurrences of open inlet saline roller clamp on this lot worldwide. Terumo bct clinical specialist reminded the customer to check and make sure that the saline roller clamps were closed. The customer verified and acknowledged that the inlet saline roller clamp was inadvertently left open. Root cause: a root cause assessment was performed for the unintended saline bolus to the donor. Based on the customer's statements, she failed to follow the screen prompt to fully close the inlet saline roller clamp at the end of prime divert.

Event description:
The customer reporter that approximately 5 minutes into the procedure they received an interface took too long to establish alarm. Terumo bct customer support verified via photograph that the inlet saline roller clamp was not closed. Customer support had the customer close the clamp and they were able to establish the interface and start the granulocyte collection. Per the customer, the patient is stable. Patient ID was not provided by the customer. The set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer, the volume of saline left in the saline bag: 500 ml aprox 100 ml a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reporter that approximately 5 minutes into the procedure they received an interface took too long to establish alarm. Terumo bct customer support verified via photograph that the inlet saline roller clamp was not closed. Customer support had the customer close the clamp and they were able to establish the interface and start the granulocyte collection. Per the customer, the patient is stable. Patient ID is not available at this time. The set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the volume of saline left in the saline bag: 500 ml aprox 100 ml. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reporter that approximately 5 minutes into the procedure they received an interface took too long to establish alarm. Terumo bct customer support verified via photograph that the inlet saline roller clamp was not closed. Customer support had the customer close the clamp and they were able to establish the interface and start the granulocyte collection. Per the customer, the patient is stable. Patient ID is not available at this time. The set is not available for return because it was discarded by the customer.